Event description:
Medical affairs was unable to get in contact with pt and will be sending a letter to obtain more clinical info. Based on the info this case is being reported as a adverse event. Pt was getting an error 2 messages. Since pt was unable to get a reading pt took glucose and called md for advice. Pt was experiencing symptoms, which consisted of feeling dizzy, sick and light headed. Pt went to the md's office and he tested their blood sugar and obtained a 30mg/dl. Pt received treatment in the md's office. Customer service had pt clean the meter and retest and the error 2 message went away.